Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision tsr, (B)(6) 2018. Patient complaining of 12 months of shoulder pain as well as limited range of movement. The surgeon was happy to do a thorough release and washout of the shoulder and downsize the head from a 52x21 to a 48x15. Surgeon happy with original prosthesis implantation and cited no issues with original prosthesis or with rotator cuff, so no need to reverse procedure. No evidence of infection. Doi: unknown; dor: (B)(6) 2018; unknown shoulder.